Event description:
It was reported that patient presented to the hospital with several inappropriate shocks due to rv lead noise. Upon review of the device, inadequate capture issue and high impedance issue was also observed. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable during the procedure and at all times.